Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had image issues (absent image). The issue was identified be before unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Update fields: d8; e4; g1; g3; h2; h3; h6 and h11 corrected fields: e1; e3 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in cable unit, the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in cable unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.